Event description:
Baxter reports a pt noted a leak at the clamp level following the connection of a dianeal pd1 solution bag via the uv flash system. At an unknown later date, the pt presented with cloudy dialysate. Treatment and outcome are not yet known. Additional information was requested in 09/04 and 10/04.